Event description:
End user wife advised getting moisture in the tubing, enduser wife stated husband had to go to the hospital three times (B)(6) in the last five months due to this issue, end user went into hospital for breathing issues and the did breathing treatments and oxygen and stayed for about six days each time, end user advised there was no moisture in the tubing at the hospital, end user wife advised have to change tubing daily due to the moisture in the tubing, enduser advised hanging tubing out to dry because do not have enough tubing.

Manufacturer narrative:
End user's wife could not provide any further information.